Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested.

Event description:
The customer reported that the ventilator has black screen. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the unit failed with da pcba adc failed error. The fse replaced the data acquisition to motor controller board cable to address the reported problem.